Event description:
It was reported that there was a hole in the package of a pld014mibh.

Manufacturer narrative:
Device evaluation currently underway into root cause.

Manufacturer narrative:
The complaint device was returned for evaluation. Visual inspection of the returned device found that the reported hole in the sterile barrier was embedded particulate in the packaging and was found to be within edwards specifications. Based on these findings this event is no longer MDR reportable.